Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2018. The customer blood glucose level was 300 mg/dl at the time of incident and the current blood glucose level was 300 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose level. Customer reports they contacted their health care professional regarding the high blood glucose. Customer alleging possible insulin pump was under delivery, because the customer blood glucose level was not going down. Customer stated insulin exited at the quick release. Customer reports basal rates were programmed accurately. Customer reports bolus wizard was programmed accurately. Customer reports bolus history displays all bolus entries based on their recollection. Customer reports pump was not worn during a medical procedure or test around magnetic resonance field. The device will not be returned for analysis.